Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation. As it was discarded by the facility.

Event description:
It was reported that 5 cm of the tip of a hi speed diamond bur "broke" intraoperatively. The procedure was successfully completed using a backup device. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.